Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6), ubd: 26-may-2015, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's lead was dysfunctional. The lead was explanted.

Event description:
Explanted devices were returned to manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 3778-60, serial# (B)(6), implanted: (b)(60 2011, explanted: (B)(6) 2026, product type: lead. Product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2026, product type: lead. Product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2011, explanted:(B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis: pli10 product ID# 37714 analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Pli20 product ID# 3778-60, serial# (B)(6), conductors 2, 3, 4, 5, and 6 were broken 25.8cm from the distal end. Pli30 product ID# 3778-60, serial# (B)(6), the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2026, product type lead. Product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.